Event description:
It was reported that the arctic sun device suffered a broken and cracked manifold port where the silver lever was. A replacement manifold assembly was needed. Per follow up information received via email on 28may2024, the manifold was not cracked, and the unit was fully tested and passed all mfg requirements.

Manufacturer narrative:
The reported issue was unconfirmed. No root cause could be found because the reported event was unconfirmed. The DHR review not required as the was unconfirmed and not a manufacturing or supplier related failure. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device suffered a broken and cracked manifold port where the silver lever was. A replacement manifold assembly was needed. Per follow up information received via email on 28may2024, the manifold was not cracked, and the unit was fully tested and passed all mfg requirements.